Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. No parts were returned to the manufacturer for analysis, but the software was analyzed by the manufacturer. On site analysis was not able to reproduce the reported problem. Software analysis found that there was damaged hardware that caused the event.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that upon testing, it was discovered that they were not able to take a 3d spin. The site confirmed that they were not in 2d mode but that they were able to take 2d. There was no patient present at the time of the event.